Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 months 20 days after insertion of essure. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("vaginal discharge"), dysmenorrhea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fatigue ("fatigue"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menstrual cramps ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgery with removal of the devices in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, fatigue, dysmenorrhea, menorrhagia, anxiety, depression, vaginal haemorrhage, migraine, tooth disorder, menstrual cramps, alopecia and abdominal pain outcome was unknown, the back pain, headache, bladder disorder and urinary tract disorder had resolved and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased and menstrual cramps to be related to essure. The reporter commented: essure placed without difficulty 3 coils seen. Right essure placed without difficulty 4 coils seen. Discrepancy to be noted in essure removal as: previously noted removal and in current pfs as essure not removed (contradictory information with previous pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr were received: event abdominal pain was added. Event onset date of pelvic pain was updated. Event severity and onset date were added. Reporter causality comment added. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgery with removal of the devices in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, back pain, weight increased, vaginal discharge, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included levonorgestrel (mirena) from (B)(6)2014 to (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 months 20 days after insertion of essure. On (B)(6)2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), dysmenorrhea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fatigue ("fatigue"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstrual cramps ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (operative laparoscopy, with bilateral salpingectomy surgery with removal of the devices in (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, fatigue, dysmenorrhea, menorrhagia, anxiety, depression, vaginal haemorrhage, migraine, tooth disorder, menstrual cramps, alopecia, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown, the back pain, headache, bladder disorder and urinary tract disorder had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased and menstrual cramps to be related to essure. The reporter commented: essure placed without difficulty 3 coils seen. Right essure placed without difficulty 4 coils seen. Discrepancy to be noted in essure removal as: previously noted removal and in current pfs as essure not removed (contradictory information with previous pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jan-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4) duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Events added- abdominal pain lower, vaginal pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included levonorgestrel (mirena) from june 2014 to november 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("vaginal discharge"), the first episode of dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"), 4 months 5 days after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgery with removal of the devices in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, fatigue, menorrhagia, anxiety, depression, vaginal haemorrhage, migraine, tooth disorder, the last episode of dysmenorrhoea and alopecia outcome was unknown, the back pain, headache, bladder disorder and urinary tract disorder had resolved and the weight increased was resolving. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: essure placed without difficulty 3 coils seen. Right essure placed without difficulty 4 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: reporter, patient demographic, medical history, concomitant drugs was added. Suspect drug indication updated. On (B)(6) 2015, she implanted essure (previously reported as (B)(6) 2014). On (B)(6) 2017, she explanted essure (previously reported as (B)(6) 2017). Added events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, dental problems, dysmenorrhea (cramping), hair loss, and abnormal bleeding (general). Event outcome of the event back pain updated to recovered and weight gain was update to recovering. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.